Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left circumflex coronary artery with moderate tortuosity and moderate calcification. After pre-dilatation with a 2.0x12 traveler balloon dilatation catheter (bdc), a 2.75x23 mm xience prime stent was deployed at 10 atmospheres. The stent was post-dilatated with a 2.75x12 mm nc traveler bdc. Post dilatation of the stent, a proximal edge dissection was noted. An additional 2.75x15 mm xience prime stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.